Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the device is being returned to the repair center. There was no reported patient involvement/adverse patient impact.

Event description:
It was reported to philips that the device will not turn on and gives a red x and beeps. There was no reported patient involvement/adverse patient impact.